Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported per medwatch report that the pt was undergoing peripherally inserted central catheter (PICC) placement utilizing a spring wire guide (swg). During placement, the swg frayed and the distal tip (approx 5mm) was retained under skin. A superficial incision was made and the swg fragment removed in its entirety with no adverse outcome to the pt. Add'l info received on 1/19/2011, from the nurse stated she was unsure if this occurred at the time the swg was being placed through the introducer needle. She is also unable to remember if the swg was pulled back against the needle bevel. There was no adverse pt outcome.